Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant on (B)(6) 2022. During procedure, the device was sized using 2d transesophageal echocardiogram and an optimal implant position was achieved. A tug test was performed to ensure the device was stable in position and the device did not move. One day post op, during a routine transthoracic echocardiogram (tte) was performed and revealed the amulet had embolized. The patient did not experience any symptoms. The amulet was located in the left ventricle. The patient was taken for emergency open heart survey, to remove the occluder on (B)(6), 2022. The patient remained stable.

Manufacturer narrative:
An event of device migration and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, some videos were received from the field. The set of videos show an implanted device for which a tug test was conducted and which showed that the device was stable and did not move. There were no images of the embolized device provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.